Event description:
An anterior radical discectomy with partial corpectomy and decompression of the "caudia" anteriorly at l3-4, l4-5 and l5-s1, along with an anterior lumbar interbody fusion using graftec interbody spacer and op-a bone morphogenic protein #7 was performed. Shortly thereafter, an immunogenic reaction initiated and has steadily progressed to involve a total immunogenic reaction involving all joints, and other organs, i.e., heart -valve inflammation and leakage-, as well as both eyes. Medical treatment has been constant, but not effective, attending drs -orthopedic, rheumatologist, infectious disease and cardiologist have, as yet, not identified underlying cause, other than to indicate that it is directly related to the aforementioned back surgery. The prevailing thought is that there is a reaction from the cadaver bone graft material.